Manufacturer narrative:
The customer's product has been returned and an investigation is in process. A follow-up report will be filed once investigation results are available.

Event description:
Customer reported a low reading of 49 mg/dl on his precision xtra meter, the customer reports experiencing confusion and his wife called the ambulance. The customer reports an hcp meter reading of 178 mg/dl compared to the reading of 49 mg/dl received on their adc meter. It is unk, the length of time between readings or if any treatment was taken between readings. The customer was then treated at the ER and given humulin n insulin. There was no report of death or permanent impairment associated with this event.